Manufacturer narrative:
H3: product analysis #703720171:part # 6550002; lot # nm17g007 visual inspection confirmed the entire torx tip of instrument has been sheared off. Optical examination of the fracture surface revealed a fairly flat fracture surface with circular material flow, consistent with torsional overload. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: degenerative lumbar scoliosis procedure involved: lumbar vertebra posterior fusion. Anterior olif(oblique lateral interbody fusion) and tlif(transforaminal lumbar interbody fusion) were performed in combination. It was reported that on (B)(6) 2022 2020, intra-op, the tip of the driver broke when the screw was being inserted manually using t-shaped ratchet handle. It was considered that the bone quality was hard, and an abnormal noise was heard during screw insertion. It seemed that force was applied indeed. It was said that overload was suspected to be the cause of the event. Although the driver broke, the screw could be inserted to the proper position, so the screw was continued to be placed and the fragment of the driver tip was removed by suction. There were no fragments of broken part remained in the patient's body. There were no patient symptoms or complications reported as a result of this event. Update received on 24 apr 2020: the level is from l2 to s1.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar vertebra posterior fusion and anterior olif(oblique lateral interbody fusion) and tlif(transforaminal lumbar interbody fusion) were performed in combination at l2 to s1 due to degenerative lumbar scoliosis. Intra-op, the tip of the driver broke when the screw was being inserted manually using t-shaped ratchet handle. It was considered that the bone quality was hard, and an abnormal noise was heard during screw insertion. It seemed that force was applied indeed. It was said that overload was suspected to be the cause of the event. Although the driver broke, the screw could be inserted to the proper position, so the screw was continued to be placed and the fragment of the driver tip was removed by suction. So there were no fragments of broken part remained in the patient's body and no patient symptoms or complications reported as a result of this event.